Manufacturer narrative:
Device history lot review: one complaint received on this lot. Sample analysis: no sample has been returned for investigation. Conclusion: the complaint is unconfirmed. No CAPA required, does not meet escalation criteria at this time, will monitor through trending programs and escalate as required by complaint management and CAPA process.

Event description:
A patient called to report a leak from the cassette. Patient noticed at the end of treatment when removing cassette there was fluid inside where the cassette is inserted. There is no sample available for an evaluation. No report of ill effect.